Event description:
It was reported that this right ventricular (rv) lead dislodged, causing intermittent, loss of capture, and low r wave amplitudes. There was no asystole observed. The lead was explanted and a new lead implanted. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead dislodged, causing intermittent, loss of capture, and low r wave amplitudes. There was no asystole observed. The lead was explanted and a new lead implanted. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.